Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the impedance on the right ventricular lead had increased. Also, oversensing at random intervals was noted. The physician believes there is a lead fracture and thus will be doing a revision. The lead was capped and replaced. No patient complications have been reported as a result of this event.